Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a significant amount of pressure or suction (vacuum) with their purewick urine collection system, which was purchased on (B)(6) 2022 and was still under the 1-year warranty. The noise of the machine was slightly higher than it was before last friday. The customer tested the suction by themselves before calling the representative and redid the testing with representative over the phone. By testing the suction over their hand and definitely mentioned that the suction was higher now than it was when they purchased it. Since they noticed this increase in suction, they stopped using the system and called the representative. No leakage accident happened. They used the machine just like they used to before, same power outlet, no extension cable. The only thing that happened, is that the patient stopped using the machine for about a week, due to skin issue and a urinary tract infection. After verification with the customer and with the distributor, the representative noticed that the customer placed their recurrent orders accordingly to replace the canister and tubing set like recommended. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per additional information received via mail on 10feb2023, it was reported that the customer received a new device that works well and has shipped old device.

Event description:
It was reported that there was a significant amount of pressure or suction (vacuum) with their purewick urine collection system, which was purchased on (B)(6) 2022 and was still under the 1-year warranty. The noise of the machine was slightly higher than it was before last friday. The customer tested the suction by themselves before calling the representative and redid the testing with representative over the phone. By testing the suction over their hand and definitely mentioned that the suction was higher now than it was when they purchased it. Since they noticed this increase in suction, they stopped using the system and called the representative. No leakage accident happened. They used the machine just like they used to before, same power outlet, no extension cable. The only thing that happened, is that the patient stopped using the machine for about a week, due to skin issue and a urinary tract infection. After verification with the customer and with the distributor, the representative noticed that the customer placed their recurrent orders accordingly to replace the canister and tubing set like recommended. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per additional information received via mail on 10feb2023, it was reported that the customer received a new device that works well and has shipped old device.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There were no cracks present. There was no residue present. The stop valve was working properly. There was light and sound indicating function. The device passed with a value of 2.294 slpm. Once the system was powered on and ran for 30 seconds, the device passed 1 by showing a 500g increase in 16.85 seconds. The suction speed of the device was not faster than what is normally expected. No root cause could be found because the reported event was unconfirmed. The DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.